Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 implantable pulse generator: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the post-op day 1 device check, it was discovered that the right ventricular lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.